Manufacturer narrative:
.

Event description:
Procedure: nephrectomy. According to the reporter: the instrument was fired across tissue and became stuck in place as it failed to release. Metzenbaum scissors were used to free the closed stapler which created a serosal injury of the stomach. This was overseen with 3-0 silk sutures.